Event description:
It was reported that during the implant attempt, the left ventricular lead set screws came out of the device. When the screws were put back in the header, the entrance of the lead was blocked. The device was not used and another device was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: product performance information was returned and analyzed. The device implant was never completed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found. It was also noted that there was a set screw missing and that there was a set screw in the connector bore.

Event description:
It was reported that during the implant attempt, the left ventricular lead set screws came out of the device. When the screws were put back in the header, the entrance of the lead was blocked. The device was not used and another device was used to complete the procedure. No patient complications have been reported as a result of this event.